Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker exhibited premature batter depletion and backup vvi. No device intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Further information requested but not provided.

Event description:
New information received notes that the pacemaker was removed and replaced. The patient's condition was unknown.

Manufacturer narrative:
Correction: d6b should be (B)(6) 2021 h1 should be serious injuty.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The reported event of device in backup mode was confirmed. As received, the device was in backup mode. Review of the device image indicates the pacer triggered backup mode consistent with code corruption caused by unknown source. Electrical tests performed under nominal conditions indicates normal functionality. Test results indicate the pacer reached elective replacement level during the analysis. Further evaluation under various pulse amplitudes measured normal current levels and no indicates of premature depletion noted. Longevity assessment was performed, and the pacer exceeded projected longevity indicating normal battery depletion.

Event description:
New information received notes that the pacemaker was removed and replaced. The patient was stable.